Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that while testing a patient with the accuchek inform ii meter (serial number (B)(4)), the first result obtained was a result of 27.7 mmol/l. That result was not believed and they tested the patient again and obtained a result of 9.0 mmol/l from a second meter (serial number unknown) within a few minutes from the first result. The patient did not receive any treatment for the result of 27.7 mmol/l. The customer stated they tested the first meter with linearity solution and obtained good results. There was no adverse event. The suspect product was requested to be returned, however, it was stated that the customer will not be able to return the vial of strips used for these tests. The replacement product was sent.

Manufacturer narrative:
The suspect meter was returned for investigation and was tested with retention material (lot 475040). Testing with control material produced results within the acceptable range. No product problem was found. Based on the information provided, a specific root cause could not be identified.